Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s ipg was inoperable. It is unknown if the ipg depleted prematurely. Surgical intervention was undertaken during which the system was explanted. A company representative was not present at the surgery.

Manufacturer narrative:
Correction: the report of inoperable ipg was confirmed. Analysis of the returned device found as received, the device had declared elective replacement indication (eri) and end of life (eol). A longevity calculation and analysis confirmed normal battery depletion to end of life.